Event description:
It was reported that noise oversensing was noted on the right ventricular (rv) lead. The patient presented to a lead revision procedure. The physician elected to explant and replace the rv lead. The patient condition was stable.